Event description:
Per the clinic, the patient developed healing problems and subsequent extrusion of the device. The patient underwent revision surgeries in (B)(6) 2009, (B)(6), 2009, (B)(6) 2010 in attempting to resolve the problem. The device was explanted on (B)(6) 2010. It is unknown whether there are plans to reimplant the patient with another device as of the date of this report, october 4, 2010.the patient is implanted in the contralateral ear.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).